Manufacturer narrative:
Concomitant products: product ID 8598, serial # (B)(6), implanted: (B)(6) 2007, product type catheter; product ID 8596, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was implanted for rsd (reflex sympathetic dystrophy) and crps (chronic regional pain syndrome) in both the patient¿s arms, both hips, and left leg. The patient stated that ¿she is on suicide watch about every 2 weeks because of her condition¿. Per the patient, there was "no question" that the pain pump was helping her, but "we barely control it" with the pump. The pump kept the patient¿s pain level between a 7 and 9 most of the time. The patient had terrible spasms throughout the day and confirmed that this had always been the case. The patient stated that she would not be alive if it weren't for the pump. The pump was currently delivering dilaudid with a bolus dose of "8.618 a day...at a maximum"; the patient usually used about 4 boluses a day. About 2 months ago, they tried ¿going up higher¿, but the patient was back in the doctor¿s office after 2 days because it was ¿too much.¿ the patient felt that the only bad thing with the pump was that she fell all the time ¿because of the drugs¿ in the pump. Sometimes, she fell 20 times a week. The reason she would fall was because the pain was being controlled and she didn¿t realize her legs were underneath her. The falls had been intermittent since implant, but were dramatically worse when the drug was higher; she could fall 3 or 4 times a day. Additional information has been requested, but it was not available as of the date of this report.